Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 340 mg/dl and ketones were present. Customer changed the cartridge and delivered a correction bolus. Customer was admitted to the hospital. Ketones were identified as dangerous by the healthcare provider. Customer was treated with "infusion and kalium". After 6 hours, customer was discharged; bg had normalized. Customer reported to have used liprolog insulin which is not labeled for use with the pump.